Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain. The home patient (hp) stated she was connected at the time of the alarm. The hp further stated that she had been disconnected too long in the dwell and the drain cycle started. The hp stated that she cycled the power twice to clear the alarms and promptly called her nurse. The nurse told her to discard the supplies and start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample; however, based on the information obtained during baxter?s investigation, this incident was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that she had a system error 2240 earlier from being disconnected too long in the dwell and drain started. The batch review was not performed because the lot number was unknown. The homechoice apd systems patient at-home guide instructs users how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint.. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).